Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date in (B)(6) 2009, patient underwent a fusion surgery at l5-s1 in which a metal rod, screws and rhbmp-2/acs was implanted in the patient. Patient received four injections for pain relief but these didn¿t help. Patient was observed with bone spur. Post-operatively, patient experiences lower back pain and pain radiating down her left leg. Reportedly, patient has an increased fear of cancer.